Manufacturer narrative:
A2, a4, and a5 updated based on additional patient information received from the customer. B1, b2, b3, b5, b6, and h1 updated to clarify nature of event based on additional information received from the customer. D4 and h4 updated to document product information based on lot number provided by the customer. E3 updated based on additional information received from the customer. H6 updated to reflect clarified nature of the event and investigation performed. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded the expected negative results. Retained devices were also tested with qc cut-off positive controls and high-hcg clinical urine samples. The results were read at 3 minutes and all devices yielded the expected positive results. No false results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retained product. Please note, the result should be read at 3 minutes. The result should remain stable through 5 minutes. If a change in result is observed, the test can be repeated or an alternate method can be used. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. ¿ a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. ¿ as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. ¿ this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported a false negative result when testing a patient sample with the consult diagnostics hcg urine cassette. The patient was being tested prior to placement of an iud, which was implanted following the negative result read at 3 minutes. The test was then checked at 5 minutes and the result was observed to be positive. Quantitative hcg tests were then performed and the results were initially reported to be positive, however the customer later clarified that the results were negative. Information regarding patient outcome and status of the pregnancy were not provided. This event is no longer considered a serious injury as the patient was not pregnant, therefore there is no potential for harm to the fetus due to the placement of the iud.

Manufacturer narrative:
Conclusion pending completion of investigation activities.

Event description:
The customer reported a false negative result when testing a patient sample with the consult diagnostics hcg urine cassette. The patient was being tested prior to placement of an iud, which was implanted following the negative result read at 3 minutes. The test was then checked at 5 minutes and the result was observed to be positive. Quantitative hcg tests were then performed with positive results. Information regarding patient outcome and status of the pregnancy were not provided. This event is conservatively being filed as a serious injury due to the potential for damage to the fetus as a result of the placement of the iud.